Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had chest pain, reproduceable on manual examination and, "at night sometimes I do not feel well." They also reported that an electrocardiogram (EKG) was performed and the physician stated that they, "couldn't see the spikes in the pacer." The implantable pulse generator (ipg) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.